Event description:
During a procedure in cath lab, 4 inflators were opened because the stop cock kept falling apart when attached to the inflators. We saved the stop cocks and the packaging and our materials person is going to contact the rep.